Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that a revision surgery was performed due to an infection, 2 months post total hip arthroplasty. The joint was washed out, and the femoral head was explanted.

Manufacturer narrative:
It was reported that a revision surgery was performed due to an infection 2 months post total hip arthroplasty. The joint was washed out and the poly and the femoral head were explanted. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and sterilization documentation review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The lot is unknown for this part. No medical documents were received for investigation, therefore, the source of the unspecified infection could not be fully assessed. Without medical records provided, the cause of the reported event cannot be determined at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.